Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 323.034, lot # 8831269: manufacturing location: (B)(4), manufacturing date: 14. April 2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction internal fixation (orif) of the hand on (B)(6) 2017. While the surgeon was implanting the plate, the threaded drill guide would not thread into the plate. The surgeon attempted to use another guide; however, the same thing happened to the second drill guide. The surgeon was able to hold the second drill guide in place with his hand to complete the rest of the procedure. This caused less than five (5) minutes delay. No harm to the patient reported. The surgery was completed successfully with the patient in stable condition. No additional information is available. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.5 mm threaded drill guide with depth gauge. This is report 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The complaint condition was not able to be replicated at customer quality (cq) as the concomitant device reported (unknown plate) was not returned to cq. No new malfunctions were identified as a result of the investigation. Both of the returned threaded drill guides with depth gauges show cumulative wear and several dents on the distal male thread form which threads into plates. The dented/worn threads could contribute to the reported complaint condition. The (2) returned 1.5mm threaded drill guide with depth gauge (part# 323.034) are reusable instruments available for use in several systems and used to ensure drill bits are aligned perpendicular to the plate locking holes in order to ensure locking screws lock to the plate thread adequately. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Definite root cause could not be determined. The most probable cause could be due to wear and use of the device throughout the years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.